Event description:
This event is from a literature review identifying proglide devices that may be related to: failure to achieve hemostasis, failed deployment, deployed in subcutaneous tissue, vascular damage, hematoma, thrombosis, stenosis, disrupted plaque, occlusion, bleeding, procedure delay, prolonged hospitalization, surgery, manual compression, blood transfusion. Specific patient information is documented as unknown. Details are listed in the attached article, titled: ultrasound-guided percutaneous endovascular aneurysm repair success is predicted by access vessel diameter.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: ultrasound-guided percutaneous endovascular aneurysm repair success is predicted by access vessel diameter. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.na

Manufacturer narrative:
The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: ultrasound-guided percutaneous endovascular aneurysm repair success is predicted by access vessel diameter.

Event description:
This event is from a literature review identifying proglide devices that may be related to: failure to achieve hemostasis, failed deployment, deployed in subcutaneous tissue, vascular damage, hematoma, thrombosis, stenosis, disrupted plaque, occlusion, bleeding, procedure delay, prolonged hospitalization, surgery, manual compression, and blood transfusion. Specific patient information is documented as unknown. Details are listed in the article, titled: ultrasound-guided percutaneous endovascular aneurysm repair success is predicted by access vessel diameter.